Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that there was a single out of range shock impedance measurement and the device was beeping. Boston scientific technical services (ts) was consulted and discussed interrogating the device. At this time the patient information is not available. No adverse patient effects were reported.